Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range impedance, loss of capture, and no sensing, which was confirmed during fluoroscopy examination to be caused by a fracture. The physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range impedance, loss of capture, and no sensing, which was suspected to be caused by a fracture. The physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range impedance, loss of capture, and no sensing, which was suspected to be caused by a fracture. The physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.